Event description:
It was reported that a novum iq large volume pump experienced system error 21513 (uso sensor failure) alarms. This issue was described as, ¿system error. Upstream occlusion errors in the log¿. The process step during which this issue occurred was unknown and it was unknown if a patient was connected during the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. An event history log review (ehlr) was performed, and it was noted that there were multiple system error 21513 (uso sensor failure) alarms. During functional testing, the unit was able to load and successfully run a set without discrepancies. The reported condition was verified in the ehlr. The cause of the reported condition was an out of calibration upstream occlusion sensor. To resolve this issue the upstream occlusion sensor will be calibrated. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.